Event description:
A person of unknown relation to the patient reported that since (B)(6) 2015 the patient is having issues charging, noting that a reposition antenna screen is seen on the implantable neurostimulator recharger (insr). There is no communication with the patient programmer (pp), insr, or clinician programmer. The patient is not feeling stimulation and an antenna locator was attempted resulting in values of 64-78. A physician mode reset was performed and the patient was able to charge, but the power on reset was not cleared by the end of the call. It was further indicated that the skin at the implantable neurostimulator (ins) pocket site appears thicker, and it is unknown if it is scar tissue or fat. Indication for implant is movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that the patient is "simply incapable of recharging." It was stated that the power on reset (por) was resolved in the office of the hcp but the patient cannot keep up with follow up recharging at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.